Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in process.

Event description:
The customer observed multiple falsely depressed calcium (ca) results and a falsely depressed sodium (na) results while using the alinity c analyzer. The following data was provided. Calcium (ca): (B)(6) initial 3 mg/dl, repeat 4.3, 8.3, 9.2, 10.65 mg/dl; (B)(6) initial 2.5 mg/dl, repeat 5, 7, 8, 9.32 mg/dl; (B)(6) initial 3.7 mg/dl, repeat 5.7, 8.8 mg/dl. Sodium (na): (B)(6) initial 145 mmol/l, repeat 163, 163 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
Evaluation of the customer issue included a complaint text review, a search for similar complaints, a labeling review, instrument log review, and an instrument service review. No adverse trend was identified for the customer issue. Labeling was reviewed and found to be adequate. Log review did not identify any issues that contributed to the customer issue. Service history review identified no contributing factors to the customer issue. Returns were not available. Based on all available information and abbott diagnostics evaluation, no systemic issue was identified and no product deficiency was found. Date of event was updated as may 21, 2018.